Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity."

Event description:
It was reported that patient underwent a left patient matched implant and orthopedic salvage system procedure on (B)(6) 1999. Subsequent radiographs taken confirm that the tibial tray is loose. A revision procedure is planned, but has not taken place to date.

Manufacturer narrative:
This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-00320-1 & 00927).

Event description:
It was reported that patient underwent a left patient matched implant and orthopedic salvage system procedure on (B)(6) 1999. Subsequently, radiographs taken confirmed that the tibial tray was loose and patient was revised on (B)(6) 2013 due to loosening of the tibial and femoral components.